Event description:
Unable to perform lung biopsy on an outpatient because of perceived c-arm failure (on new device). Upon further investigation it was determined that the radiology tech was unfamiliar with the proper operation of this device. Procedure was completed with an older device that staff were familiar with.